Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation and no log files or images were provided, despite request. The customer indicated they were unable to share logs due to internal email system issues. Based on their assessment, the issue was attributed to use error, specifically failure to reconnect the multifunction cable to the electrodes after performing the morning test with a shorting block. The complaint was closed as device used incorrectly. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.